Event description:
It was reported to medtronic neurosurgery that during implantation, the doctor found the end of the screw damaged.

Manufacturer narrative:
The head of the screw was damaged and the material displacement was not directional. The screw and flute showed no signs of wear. Per the instructions for use that accompany the device, breakage of timesh components is a known complication. Damage to the head may occur when the screw is improperly engaged with the driver blade, particular if the driver blade is dull. A review of the mfg records showed no anomalies. The screw appeared to have a screwdriver blade inserted into the head several times which could cause the expansion of the slots in the screws. In addition, there are marks on the screw head which are indicative of the screwdriver blade slipping on the head of the screw. When a screwdriver blade is undersized (which can occur through wear) it can slip off the head of the screw. Therefore, the screw head shows extensive damage due to repeated engagement and disengagement with the driver blade and/or worn or undersized driver blades. No impact to the pt was reported.